Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having cough. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected data includes a change to the type of reported complaint updated to product problem.

Manufacturer narrative:
The manufacturer previously report this complaint as related to product problem but upon further review it was determined that there was allegation of cough, kidney cancer and patient had mediastinal lymph node chain removed which are related to serious injury. Section b and section h have been updated to both and serious injury respectively.